Event description:
It was reported that the omnilink elite stent became stuck in the sheath. The site has commented that the stent encounters resistance with the size of sheath that the labeling states should be used with the device. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) and introducer sheath noted blood but no contrast visible, which is consistent with use in the anatomy. The stent implant was dislodged from the tightly-folded balloon, stretched along its entire length, and had a fractured strut at one end. As the dislodgement was not reported, account clarification was requested. At this time, no additional information has been received regarding the dislodgement. Crimp marks on the balloon between the markers suggest that the stent had been properly and securely crimped during manufacturing. Based on the extensive stent damage and that the stent reportedly became stuck, the stent likely dislodged, stretched and fractured during attempts to remove it from the introducer sheath and/or handling during packaging for return. The returned sds and dislodged stent could not be measured or inserted/removed from the returned introducer sheath to replicate the reported incident. The returned introducer sheath was undamaged with blood but no contrast visible. Its inner diameter (ID) measurement at the hub and distal tip was 0.086 inches, which is greater than the recommended minimum sheath of 6f (french) with ID of 0.085 inches (2.15mm) per packaging label. In this case, an appropriate sized introducer sheath was used. However, due to the condition of the returned stent, its condition prior to insertion in the sheath is unknown and whether it would have contributed to the difficulty. A conclusive cause cannot be determined for the reported difficult to position and remove from introducer sheath. Difficulty to position with and remove from an introducer sheath may be affected by several factors including, but not limited to, crimped stent outer diameter (od), device damage, sheath damage, clearance between the device od of device and sheath inner diameter (ID), accessory device selection (appropriate sheath ID), or insertion technique. During manufacturing, all stent delivery systems are 100% inspected for stent damage and proper placement on the balloon. Additionally, a sampling of units is destructively tested to verify crimped stent outer diameter and stent dislodgement force. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incident. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.